Manufacturer narrative:
(B)(4).

Event description:
A pump stall was noted in the attention dialogue box; the nurse had used a programmer magnet thinking it was a sync el pump. The nurse planned to re-interrogate the pump to see if the stall recovered. Additional information has been requested. A f/u report will be sent if additional information becomes available.